Event description:
The customer reported an intermittent issue with false leads off resulting in difficulty or failure in acquiring 12 lead ECG. No patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.